Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose and has been receiving a lost sensor. The patient's blood glucose was at 238 mg/dl. The customer was assisted with trouble shooting and was explained that the lost sensor occurred because 4 packets were missed while calibration was pending. As a result, the calibration didn't occur. The customer was advised that once lost sensor is resolved they can try to enter the blood glucose levels to calibrate the sensor again as long as the glucose is not changing rapidly. The customer will monitor the insulin pump and call back if any other issues occur. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.